Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 1 occurred during bolus deliveries. Customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer replaced the cartridge to address the issues.